Event description:
It was initially reported that the pt's device was not able to be communicated with, but troubleshooting was not able to be performed at that time. It is not believed that the patient's device was at an end of service condition as she was recently implanted. Good faith attempts to obtain additional info have been unsuccessful to date.